Event description:
It was reported to resmed that an astral device main circuit board had a leaky super capacitor. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The customer declined service and the device was scrapped. Resmed reference#: (B)(4).

Manufacturer narrative:
The device was returned and an evaluation confirmed the complaint. The customer declined service and the device was scrapped. (B)(4).

Event description:
It was reported to resmed that an astral device had a defective main circuit board. There was no patient harm or serious injury reported as a result of this incident.